Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be related to the manufacture of the device. One 4 fr s/l powermidline catheter was returned for evaluation. An initial visual observation of the returned catheter showed use residues along the device. It was observed the extension tubing appeared partially detached from the molded suture wings. A microscopic observation revealed no additional extension tubing was observed to be broken off inside the molded joint. The fracture surface of the extension tubing split appeared rounded with striations. The device was cut at the molded joint in an attempt to measure the distance the extension tubing was molding into the joint. According to drawing, the space in the molded joint of section a-a where the extension tubing sits before the taper should be a length of .300 in.; however, for the returned sample, this section was measured to be 0.052 in. In length. This failure was determined to be related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leakage of catheter by joint, lack of adhesive. No other information was reported.